Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017-product analysis: the device was returned and evaluated by product analysis on 01/26/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Multiple manual time and date changes were observed in the pump¿s history. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The battery was removed for 23 hours; when the battery was inserted the time and date setting was preserved and did not reset to default. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced a blood glucose (bg) value in the range of 35 mg/dl to 595 mg/dl. The patient reportedly did not realize the time/date were resetting on the pump, therefore, the a.m. And p.m. Were reversed causing multiple basal rate settings at incorrect times throughout the 24 hour period. Reportedly, the patient received more basal insulin than what was intended causing a low bg and other times was not receiving enough as intended causing high bg's levels. This complaint is being reported because the patient experienced a hyperglycemia and hypoglycemia allegedly due to a time/date reset issue.